Event description:
The pump was returned for investigation. Investigation revealed a dim/faded/discolored display and a damaged battery compartment. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 06/03/2015 with the following findings: device evaluation: the display was dim, faded and discolored and the battery compartment was cracked along the side at the threads and below the grip pad. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.